Manufacturer narrative:
The system was serviced in the field and failed testing due to the 15 amp fuses being blown. The fuses were replaced and a system checkout was performed. The system was operational. Concomitant medical products: other relevant device(s) are: product ID: bi71000522. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the imaging monitor completely shut down, and it was getting "no power supply." There was no patient involved.